Event description:
It was reported by a surgeon that a vns patient was explanted of both lead and generator due to an infection. At the moment, good faith attempts to obtain additional information regarding the infection and product information have been unsuccessful to date.